Event description:
It was reported the stimulator depletes in an hour. The first time it happened the caller did not realize it was a problem but the second time the caller woke up and the stimulator was off and their back hurt. The patient can turn the stimulator back on and it will work for 1 to 1.75 hours. A couple days later it was reported the patient¿s stimulator loses efficacy during the course of 35 minutes. Impedances were prefect in the upper 900¿s and 1000¿s. Battery voltage was 2.99 volts. It was clarified that the patient was not complaining of the stimulator turning off just that stimulation did seem as effective after 35 minutes. It was noted they planned to increase stimulation on some of their programs. (B)(4) follow up reported there were no diagnostics performed and no malfunctions were found. The patient was worried the stimulator was not working but it was noted as working. The representative turned the stimulation up and the patient could feel it.

Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up reported the patient was doing just fine and everything was working well.